Event description:
It was reported that the patient experienced skin irritation and an infection at the pod¿s insertion site (abdomen) after wearing the pod for an unknown duration. The patient reported purulent drainage and a large infected bump at the infusion site. Approximately two years ago, the patient attended a routine medical appointment at (B)(6), where an internist assessed the site and diagnosed a skin infection. According to the internist, the infection was reportedly affecting the patient's blood glucose levels. The patient reported that a surgeon treated the infection by incising the affected area to drain the pus, after which the patient was advised to continuously clean the wound at home. The appointment reportedly lasted approximately 45 minutes. Blood glucose levels experienced during the event were not reported. The pod was not available for return. The patient reportedly resumed insulin therapy by applying a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.